Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a 50 ml infusion of hydromorphone was programmed to infuse at 9 ml/hr. The rn noted air in line so the line was flushed using the medication bag itself. The nurse stated that after flushing the line, there was approx. More than 50% of the medication still in the bag. However 45 minutes later the rn noticed that the bag was empty. The patient¿s wife concurs that the IV pump showed 9 ml/hr was infusing. There was no patient harm.

Event description:
The customer reported that a 50ml infusion of hydromorphone was programmed to infuse at 9ml/hr. The rn noted air in line so the line was flushed using the medication bag itself. The nurse stated that after flushing the line, there was approx. More than 50% of the medication still in the bag. However 45 minutes later, the rn noticed that the bag was empty. The patient¿s wife concurs that the IV pump showed 9 ml/hr was infusing. There was no patient harm.

Manufacturer narrative:
The customer's report that a bag of hydromorphone was empty earlier than expected could not be confirmed. Physical inspection showed no anomalies. The pcu event log recorded that the suspect pump module, unit a, was programmed on (B)(6) 2018 to infuse hydromorphone cont, 50mg / 50ml; however the user stopped the infusion within a few seconds, attempted to reprogram with the drug library, then programmed the infusion as a basic infusion. Therefore the drug infusing on unit a on the reported event date of (B)(6) 2018 cannot be identified. Concomitant unit b was programmed for a secondary infusion of hydromorph intermit on (B)(6) 2018 at 12:50 pm for a duration of 15 minutes with the rate at 200ml/hr and vtbi at 50ml; the infusion completed at 1:05 pm and the device transitioned to its primary infusion of 0.9% sodium chloride at 5ml/hr. At 1:09 pm following an air in line alarm, the rate on unit a was changed from 10ml/hr to 9ml/hr. The module alarmed several more times for air in line. The safety clamp was opened for 1 second with the user closing the door and restarting the infusion. The bag volume remaining could not be ascertained from the log. After a patient side occlusion alarm unit a completed the infusion at 1:19pm and began kvo mode at 5ml/hr. Over the the next 15 minutes the user selected both pump modules with operator walk away alarms generated but no other activity with either pump module performed. Unit b continued to infuse its primary infusion of saline. The user entered a new vtbi of 5ml on unit a, and restarted the infusion at 1:45pm. For the next 3 minutes the user selected unit a with operator walk away alarms generated, but no programming changes made. The user paused unit a, programmed a 60 minute delay, but never restarted it after the delay was programmed. From 2:02pm to 2:21pm the user was evaluating the system, then removed the disposable set from the module and shut off the system. From the time the user programmed the rate of the infusion to 9ml/hr until it was stopped by the user the total calculated volume infused was 3.92ml. The actual bag volume remaining when the rate was decreased to 9ml/hr could not be ascertained from the log. Rate accuracy testing identified no anomalies. The root cause for the customer¿s report could not be identified.